Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2017-04753. It was reported the patient suffered a previous fall. Subsequently, the scs system was unable to provide effective stimulation to all pain areas. Reportedly, diagnostic testing of one lead revealed high impedance measurements. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 1 of 2, reference MFR. Report#1627487-2017-04753. Follow-up identified surgical intervention was undertaken on (B)(6) 2017. Reportedly, the leads were not revised due to one lead still showed high impedance; however, the 2nd lead was able to provide therapy to the patient's coverage area.